Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: upon firing, squeezing handle became stiff. A broken sound was heard. The tip of the staple line did not staple. The anvil was bent, so a new cartridge could not be loaded. Additional resection of tissue was necessary and another device was used. No bleeding was reported. Nothing fell into the pt cavity. No tissue damaged was reported. Operating time was not extended more than 30 mins.

Manufacturer narrative:
(B)(4).